Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) specialist. The ccc specialist remotely reviewed the instrument filter (fd) data files and the chem (cd) data files which indicated there was no issue with quality controls (qc) on this reagent flex lot. The fd files also indicated there was some foaming on reagent probe 1 (r1). The r1 probe was replaced on (B)(6). The ccc specialist instructed the customer to replace the sample probe, bleach the drain, and run precision, resulting acceptable. The cause of the discordant, falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician, who questioned it. The sample was repeated on the same instrument, resulting higher. A corrected report was reported to the physician(s). The customer stated that prior to obtaining the discordant ca) result, quality controls (qc) were in range and there were no issues with qc on this reagent flex lot and there were no errors reflected in the error log. Two additional discordant, falsely low ca results were obtained on two patient samples. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. A corrected report was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.